Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose reading on a laboratory result and administered an unspecified treatment to the customer. There was no report of death or permanent impairment associated with this event.